Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high ventricular rate electrograms. Review of the electrograms shows sensing anomaly during a premature ventricular contraction, with subsequent loss of capture and a backup pulse. The backup pulse falls on t-wave causing induction of arrhythmia; patient returns to sinus shortly after. The device was reprogrammed resolving the issue. The patient¿s condition was stable post event.